Event description:
An adc customer's wife reported that on (B)(6) 2010 at 1330, the customer had received an error 6 message on his pxtra meter, was unable to test, felt his blood sugar was high with symptoms of feeling "lightheaded and tired" and decided to go to an emergency room. Customer was diagnosed with hyperglycemia and treated with insulin (specific route unknown) which the customer stated was a change to their normal treatment regimen. It was discovered during troubleshooting that the customer was attempting to use expired test strips. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The customer's products were returned and investigated. The meter's date and time were set to (B)(6) 2010 at 4:001 am when received. Meter data-log was uploaded and reviewed for significant date and time changes. Time and date change due to esd was not observed. The complaint is not confirmed. This is a final report.